Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The motor error alarm was cleared, but the device alarmed an error while attempting to prime. The customer stated that the insulin pump was exposed to an MRI. Assisted the customer to run a displacement test and the test failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
The insulin pump received with motor alarm during during rewind due to motor encoder signal out of phase. Unable to verify motor error alarms or perform displacement test due to motor alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.